Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that has been experiencing high blood glucose. Customer stated that initially it was due to having a bent cannula on his infusion set. Blood glucose value is 423 mg/dl. Customer stated he has a backup plan; customer treated with manual injection and with the insulin pump. Customer stated that the blood glucose level is decreasing. Nothing further reported.